Event description:
It was reported during the placement of a short trochanteric fixation nail (tfn) for a hip fracture the surgeon had difficulty aligning the instruments together. The distal locking screw was noticed to be missing. Another set was available to successfully complete the procedure without delay. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
The part has been returned, an evaluation is pending. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Manufacturer narrative:
Additional narrative: drawings were reviewed and determined to be suitable for the design, application, and dimensional conformity of the subject parts. Additionally, the returned parts were found to have some minor superficial defects consistent with routine usage, but they were intact and not missing any integral pieces. In order to recreate the complaint condition, the returned 130° aiming arm was tested with the returned insertion handle and known good parts. The test was recreated over ten times. Each time the tfn system repeatedly aligned properly and the helical blade passed through the trochanteric fixation nail. The complaint condition could not be replicated. There is the potential for parts of the tfn system to become loose during surgery, especially when using mallets to drive in implants. It is presumed the cause for the misalignment is due to a loose connecting screw which was not tightened prior to targeting. If the connecting screw is not properly secured the nail and targeting arm are not capable of working in unison and ensuring proper alignment as intended. Additionally, deflection forces generated by soft tissue could have also contributed to the misalignment. Considering the circumstances and since the complaint condition could not be recreated, the devices are determined to be suitable and safe for their intended use and the complaint invalid from a design perspective.

Manufacturer narrative:
As received condition aeromed, inc. Manufactured the insertion handle, p/n 357.411, lot # 6718997. The instrument exhibits heavy score marks and scratches on the surface near the 14.5 to 14.7mm diameter and the sides of the instrument. The insertion handle conformed to the m8 x 1.25 ¿ 6h thread, diameters, and width specifications. The lot was originally verified to the certificate of compliance and inspected to the synthes incoming final inspection sheet. The lot was manufactured to drawing number 357.411. Released on october 04, 2007. Based on the inspection and the evaluation performed, this complaint is deemed invalid from a manufacturing position.

Manufacturer narrative:
(B)(4): a review of device history records for manufacturing revealed no complaint related issues. (B)(4)